Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states on (B)(6) 2014 end user stated the left wheel lock was not holding. Dealer stated it was bent and replaced the left wheel lock.